Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a descending thoracic aneurysm one month ago. Vessel and aneurysm morphology were not reported. The aorta was basically straight. At the index procedure, the pt did very well during the procedure. The proximal talent main stent graft was implanted, and some of the aneurysm was still uncovered. A distal main stent graft was then implanted, which sealed the distal endoleak. No other issues were noted, and there were no issues when inserting or removing the devices. It was reported that the iliac posterior wall had a laceration, and the left external iliac also had laceration from the removal of sheath. The pt went into hemorrhagic shock several hours later and had to be reintubated. No further info has been provided. No additional clinical sequelae were reported and the pt is stable.

Manufacturer narrative:
Secondary intervention, evaluation results: (arterial trauma/dissection/perforation); related to another device (sheath).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The updated information contained new information regarding aneurysm growth six months post index procedure during a follow up visit. There was no evidence of a migration or an endoleak. No intervention has been planned. No clinical sequelae were reported and the patient is fine.